Event description:
It was reported that during use of this suture hook in an arthroscopic procedure, the tip broke off in the pt's joint. The tip was retrieved arthroscopically, adding about a 30 minutes delay to the procedure. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the suture hook was received for investigation with the needle tip broken off at the weld area. A visual examination noted that outer tube was severely bent. A review of the product history shows one similar reported problem related to lateral/torsional force applied during use. The instructions for use (IFU), provides cautions: lateral stresses to the instruments should be avoided or device function may be compromised and unintentional pt injury may result. Mechanical shock or over stressing of the instrument may shorten the life of the instrument.